Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4316. Serial number: n/a. Batch/lot number: 27529677. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had too much scar tissue around the paddle lead. Thus, the patient underwent a procedure wherein the paddle lead was replaced with linear leads. The patient was doing well postoperatively. The explanted device was not returned as it was not released by the medical facility.